Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Customer re-loaded cartridge and changed cartridge and infusion set to resolve the issue.